Event description:
It was reported that a patient had altered mental status, ataxia, and hydrocephalus and was having an MRI scan (magnetic resonance imaging). The reporter did not know anything more about the patient. The pump was used to infuse morphine (unknown). No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information but it had not been received at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical: product ID: 8709sc, serial# (B)(6) implanted: (B)(6) 2012, product type: catheter. (B)(4).